Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; four events were confirmed during testing. One device was found to be affected by corroded bearings. Three devices were found to be affected by damaged internal components and corrosion. One device was found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device overheated. Two reported events had no patient involvement; no patient impact. Three reported events had patient involvement with no patient impact.